Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 corrected field : b5 , h6 ( medical device ¿ problem code , component codes ).

Event description:
It was reported by customer during routine check that the cardiosave intra aortic balloon pump(iabp) had screen displays lines and flickers issue. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) had screen displays lines and flickers issue while during routine checks. The back cover was removed, the signal cable connections were cleaned, and the cables were disconnected and reconnected. The screen remained the same. There was no patient involved.

Manufacturer narrative:
(B)(6). Updated fields: b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings, component code, conclusion), h11. Corrected fields: d10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that when powering on the unit, they could confirmed the failure. The fse cleaned, removed and reinserted signal connectors but the problem remained. Upon another visit, they replaced the video generator board, upper display board 2x, yet the problem remained. On the last visit, the top display lcd (0160-00-127) and upper display to lcd cables (0012-00-1558) were replaced. The display worked normally as a result. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported by customer during routine check that the cardiosave intra aortic ballon pump(iabp) had screen displays lines and flickers issue while during routine checks. The back cover was removed, the signal cable connections were cleaned, and the cables were disconnected and reconnected. The screen remained the same. There was no patient involved.